Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server the patient information was not populating into the pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog, medical device model, unique identifier (UDI), medical device serial, concomitant med prod data and section h device manufacture date d4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing into the pyxis. The technical support specialist (tss) remotely accessed the server, identified an upload delay on the station and ran a critical override and able to synchronize down. The tss also identified that the messages crossing the interface were current, and purge activity was disrupting accurate message status updates. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the patient information was not populating into the pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.